Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 39mg/dl. The customer treated with food. Customer indicated that their blood glucose value was 117 mg/dl at the time of the call. Troubleshooting found that the pump was wet and was worn during an MRI procedure. There was no indication that the insulin pump over delivered insulin. Customer was advised to monitor the pump and call back if they continue to have any issues with the pump.